Manufacturer narrative:
This report is submitted on january 27, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to a history of headaches. It is unknown if there are plans to reimplant the patient as of the date of this report.